Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the device was prepared according to the instructions for use (IFU).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire stent retriever wire was fractured. It was reported that during endovascular treatment of acute ischemic stroke; intracranial mechanical thrombectomy with solitatre stent. The physician felt the retriever wire loose tension abruptly. Further retraction of the retriever wire was without movement of the stent retriever device within the distal internal carotid artery and m1. Consistent with  a fractured stent retriever wire. Contrast injection immediately after wire was removed demonstrated patency of the proximal m1 branch now without visualization of the right a1 branch of the anterior cerebral artery. The proximal aspect of the fractured wire was seen within the horizontal portion of the internal carotid artery. Multiple attempts were made to snare the fractured portion of the wire with a a 4 micro snare however these attempts were unsuccessful. Angiogram demonstrated occlusion of the proximal m1 due to the in-stent thrombosis. Trickle flow was seen through the right a1 branch of the anterior cerebral artery. Further attempts for stent retrieval were deemed to risky due to risk of vessel rupture. Procedure was terminated. The guide catheter was retracted to the external iliac artery for angiographic evaluation of the common femoral artery puncture site. Hemostasis at the puncture site was achieved with the angioseal hemostatic closure device. There were no immediate complications.